Manufacturer narrative:
A follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
There was a revision case in which both s1 screws were broken and one l5 screw was broken. The devices had been implanted for 6-7 years. The three broken screws were removed and replaced. During insertion of a replacement screw, the tip of the expedium quick connect polyaxial driver broke off into the shank of that screw and was unable to be removed. The surgeon left the screw in the patient. Additionally, the ratcheting function of a concomitant device ratcheting elliptical handle stopped ratcheting during the procedure. No harm was done to the patient and there was no significant delay. See mfg medwatch report no. 1526439-2014-11261 for the first polyaxial screw that was involved in this event. See mfg medwatch report no. 1526439-2014-11262 for the second polyaxial screw that was involved in this event.. See mfg medwatch report no. 1526439-2014-11264 for the third polyaxial screw that was involved in this event.

Manufacturer narrative:
Visual inspection of the returned expedium quick connect di polyaxial screwdriver revealed that the fracture was located at the driver¿s distal tip. The second half of the tip was not returned for evaluation. Scanning electron microscopy found evidence of a torsional shear quasi-static failure starting at the hex lobes and extending to the center of the shaft. Review of the device history record found no issues that could have contributed to the problem reported by the customer. The product was released accomplishing all quality requirements. A twelve month complaint trend analysis found no emerging trends. No corrective action is required as there has been no issue identified in the manufacturing or release of the production lot and there has been no observed systemic trend. Therefore, the complaint will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.